Event description:
Device 1 of 2. Reference MFR. Number: 3006705815-2018-03274. It was reported the patient experienced inadequate stimulation with their scs system. In turn, the patient underwent surgery on (B)(6) 2018 wherein the leads were relocated. Therapy was restored to the patient.